Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the fenestrated bipolar forceps instrument's wrist at the point where the metal and insulated shaft start broke. The instrument got stuck in the patient and the trocar. The instrument had to be removed with a trocar. The site had to break the wrist more to remove the trocar. The site consulted the clinical sales representative before breaking the instrument further, and he confirmed with tech support that we could remove the canula in order to return the instrument. Surgeon thoroughly checked the patient for any broken pieces and also watched as they removed the cannula and instrument. The patient was believed to be unharmed. Trocar and instrument replaced, and the case proceeded. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was removed with the cannula due to the instrument being unable to be straightened due to a broken main tube. The surgeon thoroughly examined the abdomen for pieces, but none were found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube approximately 41.54 mm from the distal tip. A piece measuring approximately 6.14mm x 3.41mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The complaint regarding shaft broken was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.